Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult or delayed positioning with the anatomy resulting in arrhythmia cannot be determined. Arrhythmia is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 2. An xtw was prepped and inserted into the left atrium. While rotating in the left ventricle, the clip arm interacted with the septum, causing the patient to experience arrhythmia. The clip was then deployed, reducing mr to a grade of 2. No additional intervention were performed. There was no significant delay in the procedure. The following day, the patient received a permanent pacemaker.